Manufacturer narrative:
Additional information: h3-device evaluation: lens returned in a micro-centrifuge vial with moisture on lens and clear surgical residue on product. Visual inspection found no visible damage to lens and residue on lens. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2, -12.00/2.0/091 (sphere/cylinder/axis) implantable collamer lens, into the patient's right eye (od) on (B)(6) 2019. On (B)(6) 2020 the lens was removed due to glare/halos. This resolved the problem.